Event description:
Boston scientific received information that the clinician contacted boston scientific technical services (ts) to inquire why she wasn't able to see electrograms (egms) from a shock that the patient received. Ts discussed that the device stores episodes in a first in, first out basis and has a limit as to how many episodes can be stored in each zone by type. Ts further explained that the device does not apply a hierarchy of therapy within the zone. The clinician noted that the device is programmed with a monitor only zone and that the patient has had over 900 episodes. It was discussed that the rhythm appears to be a supraventrentricular tachycardia (svt) that accelerated into the monitor only zone and the patient received tachycardia therapy inappropriately. Ts suggested that the monitor only zone be programmed off in the device. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.